Event description:
While passing a resolution clip through the scope, the clip came off the applicator and got stuck inside the scope. The clip was not fired. After this happened, the scope was pulled and a new scope was used to finsh the case. We could not find the clip in the scope. The scope was sent to olympus for further evaluation.